Event description:
(B)(4).

Manufacturer narrative:
The power cord was returned to resmed france tech svc ctr and it was found that the power cord was not working. The power cord was replaced to address this issue. (B)(4).